Event description:
It was reported that following a lateral vaginal wall repair, burch procedure, and bilateral salpingo oophorectomy procedure, the pt returned to the physician due to drainage at the incision. The physician re-operated and removed suture. The physician described the problem as "suture rejection".